Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure on (B)(6)2022, the patient was implanted with two 3dmax mesh devices (right and left) using a capsure fixation device. It was reported that three months later, the patient was diagnosed with a bacterial (mycobacterium) infection and on (B)(6) 2023 underwent explant of the mesh and fixation used.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the patient was diagnosed with a bacterial infection post implant of the 3dmax mesh. Infection is a known inherent risk of surgery. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2022. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". This MDR represents the 3dmax mesh (right). Additional MDR's were submitted to represent the 3dmax mesh (left) and capsure straight. Not returned - mesh explanted.